Event description:
Screwdriver shaft broke while tightening the locking caps onto the screw head. The broken part was retrieved from the patient and thrown away by surgeon. The operating time was not prolonged. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. Microscopic visual of the broken surface does not show any anomalies. A mechanical overloading situation must have led to the breakage. No product fault could be detected. This complaint has been determined to be invalid. (B)(6).